Event description:
It was reported, that the subject device had a loose contact on the plug. This issue was identified, during setup before patient in the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: locking lever is twisted, the locking ring knob or the endoscope mount lock of coupler does not move smoothly, damage on cable unit, water-tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.